Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Clog test was conducted on 7 retention samples and no needle clog failures were found. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, the nurse injected insulin into the patient and needed to use an insulin pen. When the needle was replaced, the needle was found to be blocked and could not drain normally. Therefore, the patient was immediately given a new insulin needle, which did not cause harm to the patient."